Event description:
On (B)(6) 2005, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a left iliac artery aneurysm. It was reported that the trunk-ipsilateral leg component was extended distally on the left side with a contralateral leg component and an aortic extender component to complete a bell bottom graft. On (B)(6) 2012, a computed tomography revealed disease progression distal to the aortic extender and 2cm of sac growth due to the disease progression. On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat the disease progression. The pt's left hypogastric artery was coil embolized. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.